Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, atrial tachycardia/atrial fibrillation episodes possibly due to atrial lead noise oversensing were observed. Isometric testing and programming change were suggested. The patient would be scheduled to visit the physician. No patient consequences were noted.